Event description:
It was reported that patient had revision of restoration modular because stem subsided. Doctor took out distal stem, proximal body, and locking bolt.

Manufacturer narrative:
The lot number provided, caxt148 is invalid. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.